Event description:
During a CABG, coronay artery bypass graft, surgery, the surgeon was using a saw with a saw guard to open the chest. The saw guard broke into pieces. All parts were retrieved and there was no injury to the patient.